Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event was pocket erosion. Final analysis didn¿t find any anomalies.

Event description:
It was reported that the patient presented in the clinic for follow up. During the follow up, pocket erosion was noted, and the implantable cardioverter defibrillator (ICD) was exposed. The ICD was explanted on (B)(6) 2025. The patient was in stable condition.